Event description:
Acuvue oasys contact lenses caused repeated infections in both eyes. I have extreme sensitivity to light, headaches, read/swollen eyes, itching, and loss of vision. The severity of my condition has increased resulting in the inability to drive or read. I have lost time at work and money spent on ophthalmologist visits and medication. Dose or amount: daily wear. Dates of use: 2007 - 2008. Diagnosis or reason for use: myopia - 2.25. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.